Event description:
I was having severe bilateral knee pain, I went to see (B)(6), m.d. After doing a number of tests, x-rays, and MRI dr (B)(6) suggested that the best way to get relief and have no more pain, was to have bilateral knee replacement. He explained what he would have to do and since I needed to get relief, I consented to have a bilateral knee replacement. That operation took place at (B)(6) hospital, in (B)(6) in the year 2000. After the surgery and the normal time for healing afterward, I did not get relief from the pain in my knees. During subsequent visits to dr (B)(6), he suggested to do another bilateral knee replacement, which would provide me the cure and a pain free condition on my knees since I was suffering a great deal, I agreed to have a second bilateral knee replacement which dr (B)(6) did in 2002, at (B)(6) hospital. Since that second bilateral knee replacement took place, I have not been a single day without severe pains in both of my knees. With the prescriptions, I have received knee injections and other medications without any success. During the last 12 years and until this day. I have had severe pain in my knees, that can only be partially controlled, while wearing compression stockings during the whole day. After I remove my stockings to bathe, afterwards I must place "lidoderm" 5% lidocaine patches on my knees, in order to reduce the pain and be able to sleep.